Event description:
It was reported, during an implant procedure, the helix was blocked and therefore, unable to advance to the target site. Additional information received indicated the distal coil of the lead was deformed. Consequently, this lead was not removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. The lead was received with the helix fully retracted, the distal conductor distorted and fractured within the connector, and the distal conductor had been over-retracted and fractured in the connector. Primary analysis finding noted no anomalies found, lead functionally normal.